Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had lead wire for therapy malfunctioned due to the clinic turned off the capability for the device to provide therapy. A subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted for therapy. Boston scientific technical services (ts) referred patient to the clinic for device enrollment. This device remains in service. No adverse patient effects were reported.